Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a discolored verify screen. No other defects were observed.

Event description:
On (B)(6) 2013,patient contacted animas, alleging that the display screen was dim and hard to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.